Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report 1220908-2017-00875 for a similar event reported from the same customer.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the electrode pads used at the time of the event were received for evaluation. Review of the device activity log shows that there is an intermittent issue recognizing the electrodes ID between CPR stat-pads and stat-pads. The investigation disqualified the device or electrodes being a contributor in the customer report. The suspect CPR adapter was not returned to zoll as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complaint did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-000875 for a similar event reported from the same customer.